Event description:
Stryker sustainability ultrasonic curved shears with torque wrench/grip assist handpiece did not pass self checks. Two different cords were tried and the device would still not pass. A new "like" handpiece was obtained and passed the self checks without issue.